Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient r eported the controller was not working and that they started to feel jolting from their ins and could not turn it off. Agent instructed the patient to plug the controller into the ac power supply without the battery pack, and the patient confirmed that the controller powered on. Patient then reinserted the battery pack and confirmed that the controller was charging. Patient unlocked the controller, but a "settings not available" message appeared. Patient explained that this message appeared before they started feeling the jolting and when the controller would not turn on. Patient tried switching to different groups, but the message appeared again. Agent reviewed the information and redirected the patient to their healthcare provider (hcp) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.